Event description:
Add'l info rec'd from MFR 09/10/01: the following additional detail was received on 8/7/01 on a medwatch form: "pt had a history of ventricular tachycardia which required the implantation of a defibrillator. With the intermedics recall letter dated 3/23/01 were revised ICD replacement indicators. During ICD interrogation, an immediate device replacement was recommended. The device was changed out later that day." No other add'l info, either prior to or subsequent to device replacement, has been reported to guidant. The device passed manual pacemaker and defibrillator testing; however, during testing the first capacitor form charge time was excessive, indicating the device had reached end of service status. After a 15-minute wait, the second capacitor form charge time was acceptable. The battery's interrogated monitoring voltage was 5.1 volts-within the recommended replacement range based on the micron advisory guidelines. Depletion calculations indicated that the battery did not deplete prematurely. Based on the info MFR received and its analysis findings-that the device passed testing but had reached end of service status-the device was appropriately replaced in accordance with the micron advisory guidelines. No pt adverse effects related to the replacement have been reported. Guidant was first notified that the device would be replaced through a call from the sales rep to technical services to get info about the pt's device and leads, in preparation for the procedure. The device was returned, analysis is complete, and the device has been archived.

Event description:
Pt had a history of ventricular tachycardia which required the implantation of a defibrillator. With the intermedics recall letter dated 3/23/01 were revised implanted cardiac defibrillator replacement indicators. During implanted cardiac defibrillator interrogation an immediate replacement of device was recommended. The device was changed out later that day.